Event description:
The customer reported an aviva system blood glucose result at 5:01pm of 37mg/dl. He had a glass of milk and performed a new test at 5:13pm with a result of 275mg/dl. He administered a bolus of 18u that the meter recommended and at 5:15pm he ran a new test with a result of 118mg/dl. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.